Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio vibrate anomaly. The customer¿s blood glucose level was 125 mg/dl. The customer stated that they changed battery and anomaly persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.